Manufacturer narrative:
The patient alleged that the light adjustable lens+ (lal+) implant and adjustments caused severely disabling dry eye response and possibly caused sjogren's syndrome. Dry eye syndrome (des) is a common side effect of cataract surgery, regardless of intraocular lens (iol) type, and the degree and severity of des may be different depending on many factors, including surgical factors, postoperative medications, and pre-existing patient conditions. Sjogren's syndrome is a multifactorial autoimmune disorder associated with genetic predisposition and environmental triggers and is not linked to iol implantation procedures; however, sjogren's syndrome could be the cause of the patient's reported dry eye condition. The patient alleged they were left with refractory error in their non-dominant eye that was unable to be removed with lal+ adjustments and resulted in no improvement in near vision. The patient information brochure clearly states: "the change in lens shape can reduce your astigmatism after surgery to improve vision without glasses and reduce the chances that you will have large amounts of nearsightedness or farsightedness. The lal+ iol does not adjust its shape to reduce your need to wear glasses for close work (e.g. Reading and computer work.)" The patient's allegation reflects a perceived lack of expected near vision improvement, which is not aligned with the intended use or capabilities of the lal+ iol as described in the product labeling. The available information does not indicate device malfunction or failure but rather suggests patient expectation outside of the device's indicated function. The patient alleged that the lal+ is marketed as a true extended depth of focus (edof) lens and should be withdrawn from FDA approval until clinical trials can be performed. While the lal+ is a modified design to slightly extend the depth of focus compared to the original lal model (as stated in the patient information brochure), rxsight has never marketed the lal+ lens as a true extended depth of focus (edof) lens and does not make therapeutic claims associated with edof lenses, such as reducing the need to wear glasses for near vision tasks. As noted in the patient information brochure, the lal+ did not undergo additional clinical investigation (beyond clinical investigation performed for the original lal) as the differences between the lal and lal+ were considered minor. Given the lack of information in the patient submitted medwatch report, rxsight is unable to match this report to any previously reported complaint or medwatch. The patient further alleged that rxsight is unresponsive to all requests for information about the lens including safety information and contraindications. Due to the lack of information provided with the patient submitted medwatch, it is not possible to trace the patient's contact methodology or reported attempts; however, lens safety information and contraindications are published in the lal+ IFU and patient information brochure, both are readily available to the general public at www.rxsight-eifu.com.

Event description:
A patient (no identifying information) filed a voluntary medwatch report (mw5187364) alleging that the light adjustable lens+ (lal+) implant and adjustments caused severely disabling dry eye response that left them unable to see or function and possibly causing the autoimmune response sjogren's syndrome. The patient alleged that they were left with refractory error in the non-dominant eye that was unable to be removed with two lal+ adjustments. The patient further alleged that the lal+ was marketed by rxsight as an extended depth of focus lens and that rxsight has been unresponsive to requests for safety information regarding the lal+.